Event description:
The manufacturer received information alleging device failed aecm (active exhalation control module) section of final test. There was no harm or injury reported. There was no reported patient involvement. Customer purchased parts themselves, onsite service performed by manufacturer's field service engineer (fse) during which the three-way solenoid valve and the proportional valve were replaced to address the issue.